Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while analyzing the heart rhythm of a patient (age & gender unknown) the device returned a "no shock advised" determination for what appeared to be a shockable heart rhythm. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical (B)(4) for a complaint that the device returned a "no shock advised" determination; evaluation of the ECG data found that the presented heart rhythm failed to meet the requirements for defibrillation and the device appropriately returned a 'no shock advised' prompt. The device worked as designed and configured and within the limitations of the technology available. This claim has been closed as device meets specification. Analysis for reports of this type has not identified an increase in trend.